Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 455 mg/dl. The customer performed their own troubleshooting and found the occlusion to be within the cartridge. A new cartridge was loaded and no insulin was observed to drip out of the cartridge tubing after going through 30 units of insulin during the load fill tubing sequence. A cartridge change was performed resolving the issue.